Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (300 mg/dl). Customer was unsure of the cause but suspected that pump timed settings may need adjustment. Customer did not adjust pump settings during the call with tandem technical support. Customer delivered a bolus via the pump to address elevated blood glucose.